Event description:
Boston scientific received information that this device was returned with no allegations. Initial device analysis revealed that the device had no telemetry. Detailed analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device data was insufficient to obtain battery status. The memory download and functional test could not be performed on this device due to lack of telemetry. Visual inspection noted major dents on the device. Detailed testing noted that there was no output in the unipolar and bipolar mode. The device was attached to an external power supply, and the device paced normally. More detailed analysis noted that the device was corrupted. Laboratory analysis concluded that the device was damaged and could not be functionally tested.